Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was noted. Before the 2.75x16mm taxus liberte stent delivery system (sds) entered the pt, it was noticed that the stent was bent. The procedure was completed with another of the same device. No pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
(B)(6. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).